Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient treated himself based on falsely low estimated glucose value (egv) of 40 mg/dl. He did not check a bg as he does not have a glucometer. The patient passed out on the floor and his girlfriend called an ambulance. Upon arrival at the emergency department, the bg was 625 mg/dl while the egv was 40 mg/dl. The patient was admitted to intensive care unit for 2 days for diabetic ketoacidosis and treated with IV insulin. It was also mentioned that the patient had shakiness during the event. The patient spent an additional 2 days on a regular inpatient floor. During the event, the patient experienced symptoms of hyperglycemia including sleepiness and dehydration. There was no additional documentation of further medical intervention. At the time of the event, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.